Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle detached. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the sample noted one needle and two partial sutures. The needle received had the swage broken off and separated from the rest of the needle. The broken swage had two partial sutures attached to it. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during digestive procedure, the needle detached from the thread. The procedure was completed with another device. There was no patient injury.